Event description:
On (B)(6) 2015 it was stated that the patient is scheduled for an I&d washout. This patient has a history of infection at the generator site. It was then noted that the patient is scheduled for an explant due to infection on (B)(6) 2015. Both the generator and lead were explanted on that day. MFR. Report #1644487-2014-01733 houses the patient's previous infection from the previous devices